Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. Visual examination was performed, and the following was observed: the esheath+ liner was fully expanded. The distal tip was opened but torn. All score lines (axial, radial and slant) were present at the distal tip. The blue sheath shaft material was stretched along the score lines. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was provided by the site, and the following was observed: calcification was present at the access vessels. The access vessel minimal lumen diameter was below the recommended size of less than or equal to 5.5mm for a 14fr esheath. This reported event falls within the scope of a CAPA which was previously initiated to further investigate potential contributing factors to the tip tear events. The reported event for distal tip torn was confirmed, based on the evaluation of the returned device and provided imagery. Patient and/or procedural factors such as a challenging anatomy or non-coaxial advancement (patient presented calcified and vessel size below recommended minimal lumen diameter) may further exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing and subject it towards separation. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. An investigation has been opened to determine the root cause and implement any necessary corrective actions.

Event description:
As reported by an edwards affiliate, during a transfemoral tavr procedure with a 23mm sapien 3 ultra valve, moderate resistance was felt when advancing the crimped valve through the final portion of the 14fr esheath+, specifically where the small radiopaque ring is located at the tip. Upon removal, the esheath+, a distal tip torn was observed. The valve was noted to present no problems and was successfully implanted. There was no vascular complications observed.

Manufacturer narrative:
Investigation is still ongoing.